Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
As reported: "the fracture has varus and the distal advance locking screw has come out." The patient experienced pain. The revision surgery was performed on (B)(6) 2025. The nail was replaced.

Event description:
As reported: "the fracture has varus and the distal advance locking screw has come out."the patient experienced pain. The revision surgery was performed on (B)(6) 2025. The nail was replaced.

Manufacturer narrative:
The reported event could be confirmed based on the provided x-rays pictures. The provided information and documentation were forwarded to medical affairs, with the following review: the nail is relatively short; the distal locking is quite close to the fracture. The revision nail is much longer. Second thing, it is noticeable that the primary nail is in the back of the femur distally not centrally in the fragment. The screws might not have had the appropriate hold in that area. These factors might have contributed to movement in the nail and screws and thus the loosening and secondary fracture dislocation. Based on the provided information, the root cause of the reported event is muti-factorial: the location of the fracture and the technical aspects of the surgical procedure may have contributed to the event. Furthermore, patient activity levels post-op, co-morbidities may also have contributed to an inadequate load distribution, and therefore the movement of the implant. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on the investigation, the root cause was attributed to a combination of user and patient condition related issue. If the device is returned or if any additional information is provided, the investigation will be reassessed.